Event description:
It was reported that during a sigmoidectomy procedure, the clips were not formed many times when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 09/08/2008. Information anticipated, but unavailable at this time.